Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open when user attempted to issue xanax 0.25 mg to patient. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist remoted in, restarted the application, and customer was then able to successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.